Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 01) occurred with multiple cartridges during bolus deliveries. Additionally, the insulin gauge was intermittently inaccurate. Customer¿s blood glucose was between 54-500 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.